Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the instrument fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The visual evaluation of the device exhibits signs of repeated use and also it is fractured. DHR was reviewed and no discrepancies were found. The root cause of the reported issue was due to repeated use of this instrument over its almost 13-year field life; which causes wear and tear to the instrument and led to the fracture. Per package insert, inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.